Event description:
Mammary implant placed 4/5/96. Revision reconstruction right breast. 5/20/96 right breast soft and wrinkling. Potential deflation of implant 25%. 5/22/96 right breast implant exchanged.